Event description:
It was reported that the caller updated the pump time due to incorrect settings, though they did not know why the time and date were incorrect. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the actions taken or the outcome of the event.